Event description:
It was reported that stent dislodgement occurred. The patient presented with st-elevation myocardial infarction (stemi). The 100% stenosed target lesion was located in the right coronary artery. A 4.50 x 20mm synergy xd drug-eluting stent was advanced for treatment. However, it was noted that the stent delivery system (sds) was unable to inflate all the way causing a loose stent in the artery. There was leak noted at the transition point of the shaft. The physician tried to snare back the stent with a regular balloon but could not snare past the radial artery. The stent was deployed in the radial artery and the procedure completed using an alternate method or device. No patient complications were reported and the patient fully recovered.

Manufacturer narrative:
H6 result codes: corrected. The synergy xd mr us 4.50 x 20mm stent delivery system was returned for analysis with no stent attached. The crimped stent measured during manufacture was within maximum crimped stent profile measurement. The balloon showed signs of being subjected to partial pressure, with folds partially relaxed and crimp stent markings visible on the balloon body. Red blood-like substance was visible inside the balloon cones. A visual and tactile examination of the hypotube found multiple hypotube kinks at several locations along the hypotube shaft. Examination of the tip via scope found no damage to the tip. The shaft polymer extrusion including the distal and mid-shaft sections were examined via scope and a tactile examination was performed. An outer shaft polymer extrusion tear was identified 21.5cm proximal to the tip. The inner shaft polymer extrusion was stretched at a location 6.5cm proximal to the distal tip, the device was soaked overnight in a waterbath prior to functional testing. The device could not track over a test guidewire due to inner damage. Device could not be inflated due to the tear on the shaft polymer extrusion. An inflation aid was used to inflate device to rated burst pressure. The device inflated, held pressure, and deflated within 20 seconds. No other issues were identified during the product analysis.

Event description:
It was reported that stent dislodgement occurred. The patient presented with st-elevation myocardial infarction (stemi). The 100% stenosed target lesion was located in the right coronary artery. A 4.50 x 20mm synergy xd drug-eluting stent was advanced for treatment. However, it was noted that the stent delivery system (sds) was unable to inflate all the way causing a loose stent in the artery. There was leak noted at the transition point of the shaft. The physician tried to snare back the stent with a regular balloon but could not snare past the radial artery. The stent was deployed in the radial artery and the procedure completed using an alternate method or device. No patient complications were reported and the patient fully recovered.

Manufacturer narrative:
The synergy xd mr us 4.50 x 20mm stent delivery system was returned for analysis with no stent attached. The crimped stent measured during manufacture was within maximum crimped stent profile measurement. The balloon showed signs of being subjected to partial pressure, with folds partially relaxed and crimp stent markings visible on the balloon body. Red blood-like substance was visible inside the balloon cones. A visual and tactile examination of the hypotube found multiple hypotube kinks at several locations along the hypotube shaft. Examination of the tip via scope found no damage to the tip. The shaft polymer extrusion including the distal and mid-shaft sections were examined via scope and a tactile examination was performed. An outer shaft polymer extrusion tear was identified 21.5cm proximal to the tip. The inner shaft polymer extrusion was stretched at a location 6.5cm proximal to the distal tip, the device was soaked overnight in a waterbath prior to functional testing. The device could not track over a test guidewire due to inner damage. Device could not be inflated due to the tear on the shaft polymer extrusion. An inflation aid was used to inflate device to rated burst pressure. The device inflated, held pressure, and deflated within 20 seconds. No other issues were identified during the product analysis.

Event description:
It was reported that stent dislodgement occurred. The patient presented with st-elevation myocardial infarction (stemi). The 100% stenosed target lesion was located in the right coronary artery. A 4.50 x 20mm synergy xd drug-eluting stent was advanced for treatment. However, it was noted that the stent delivery system (sds) was unable to inflate all the way causing a loose stent in the artery. There was leak noted at the transition point of the shaft. The physician tried to snare back the stent with a regular balloon but could not snare past the radial artery. The stent was deployed in the radial artery and the procedure completed using an alternate method or device. No patient complications were reported and the patient fully recovered. The synergy xd mr us 4.50 x 20mm stent delivery system was returned for analysis. The device was returned with no stent attached. The crimped stent od (outer diameter) measured within maximum crimped stent profile measurement. The balloon showed signs of being subjected to partial pressure, with folds partially relaxed and crimp stent markings visible on the balloon body. Red blood-like substance was visible inside the balloon cones. A visual and tactile examination of the hypotube found multiple hypotube kinks at several locations along the hypotube shaft. Examination of the tip via scope found no damage to the tip. The shaft polymer extrusion including the distal and mid-shaft sections were examined via scope and a tactile examination was performed. An outer shaft polymer extrusion tear was identified 21.5cm proximal to the tip and the inner shaft polymer extrusion was stretched at a location 6.5cm proximal to the distal tip. The device was soaked overnight prior to functional testing. The device could not track over a 0.0140 test guidewire due to inner damage. The device inflated to 16atm, held pressure, and deflated within 20 seconds. No other issues were identified during the product analysis.